Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, infection, right heart failure, multi-organ failure, and death, which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 6 (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. H6: 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital after 3 months of displacement. Due to the previous war witnessed in lebanon, the patient could not have appropriate medical follow-ups during the war. The patient was complaining of a high fever and tachycardic arrythmias, with signs of right heart failure, and an infected driveline exit site. The infection progressed leading to septic shock and respiratory distress and uncontrolled vasoplegic syndrome which resulted in multiple organ failure (mof). The mof, which did not exist prior to left ventricular assist device therapy, resulted in gradual deterioration and eventual death. It was noted that the patient outcome was not device or therapy related. An autopsy would not be performed, and the device was not explanted.